Event description:
The MFR's rep. Reported that after the patient's pump replacement surgery a priming bolus was performed to fill the pump tubing while the existing catheter was clamped. The priming bolus was programmed over 12 hours instead of the intended 12 minutes. The hcp waited 12 minutes before connecting the pump to the catheter. The concentration of fentanyl was programmed as 1.5 mg/ml, but it should have been programmed for 15.0 mg/ml; bupivacaine (38mg/ml) was also in the drug solution. The patient was discharged from the hospital feeling well. Approximately six hours later, the priming bolus error was discovered and it was adjusted to deliver the drug over a 9 minute time frame (the fentanyl concentration error was still not discovered) in the simple continuous mode at 2.398 mg/day. At that time, the patient complained of tingling and numbness in her chest. A few hours later, the hcp noted the concentration error and corrected the programmer's fentanyl concentration to 15.0 mg/ml. The patient was doing well at that time. The patient recovered without sequela.